Event description:
It was reported the subject device lens falls off. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Note - reporting and contact phone number is: (B)(6), it is missing in e1 section due to character restrictions. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable event of the lens falling out was confirmed. Based on the results of the investigation, it was reported that the failure was attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.